Event description:
The customer reported being hospitalized due to unexplained high blood glucose over 480mg/dl, and she was treated with an insulin drip and manual injections. The customer experienced back pain and had hearing issues. Troubleshooting was performed. The caller stated that test results revealed irregular kidney function. The customer stated that she is still and the hospital, and her glucose level is not dropping as the insulin pump is not functioning properly. It was mentioned also that the device alarmed button error, and the alarm could not be cleared. The caller stated that the buttons were not held for three minutes or longer. Advised the customer that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A corroded keypad trace, cracked reservoir tube and scratched lcd window was noted during the visual inspection. No button error alarmed. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.